Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed automatic mode switch due to far r-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences.